Event description:
A leakage at the base of the implantable injection port was confirmed by fluroscopy dye study. Intraperitoneal chemotherapy was cancelled and the pt elected not to have intravenous chemotherapy.